Event description:
It was reported that during a da vinci-assisted vaginal prolapse repair with sacrocolpopexy surgical procedure, the patient side cart (psc) had 32101 and 1007 errors on universal surgical manipulator (usm) 1. Site performed multiple power cycle and an emergency power off (epo) with no change. The surgeon required all four (4) usm's and therefore, elected to convert to laparoscopic procedure. Site later stated that they would try to use the psc with a different system sn: (B)(6) and disabled the usm. Site was informed by technical support engineer (tse) that they would have to manually target to complete the case as the ¿targeting¿ and ¿deploy for docking¿ feature are disabled when the usm is disabled. There was no report of patient harm reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse spoke with the site who stated that they were using the patient side cart (psc) for 3-arm cases in a different room and swapping it with another psc for 4-arm cases. Fse replaced the universal surgical manipulator (usm) 1 in accordance with isi procedures. System was tested and operated within isi specifications. Isi did receive the usm involved with this complaint to perform failure analysis. The reported error faults were confirmed but not replicated. In error logs, the 1007 and 32101 errors were found pointing to the axes controller (spar) board (acs) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found. The usm was installed onto a golden system where the component functioned as expected. The usm passed all relevant testing within specification. Once testing was completed, the acs was inspected, and no faults could be identified.